Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported an intermittent black screen on her insulin pump's display and after changing the battery, it does not come back on. It was also reported that the insulin pump was either overdelivering or not delivering any insulin. The customer stated that the black screen was caused by reservoirs leaking into the pump. It was also stated that the pump alarmed no delivery, which was resolved by changing the full infusion set. Troubleshooting was performed and the customer declined to return the insulin pump for analysis. The customer's blood glucose was 181 mg/dl. Nothing further to report.